Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2006 that an endostat ii electrosurgical unit was used during a procedure (patient age, gender and weight are unknown). According to the complainant, it was reported that "the wattage is not accurate". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
Visual examination of the returned device revealed that the device appeared to be in good condition. There was a sticker on the top and right sides. Function evaluation found that the device was within expected tolerance. The cause of the reported malfunction is undetermined. The device history record for this serial number was reviewed; this unit has never been returned. A search of the complaint database revealed no additional complaints reported for this serial number.